Event description:
This diamond bur was broken into some pieces. One piece hit the dental assistant in the face, but she was ok. The dental office isn't sure if the patient swallowed a piece, or it flew to the floor.